Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e the tube was cracked and there was leakage. The following information was provided by the initial reporter. The customer stated: there is an issue where the tubes break or leak during the freezing process for ppt. Lot#: 2166964.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked product with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked product as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked product. Bd was not able to identify a root cause for the indicated failure mode. The instructions for use on the evacuated blood collection system states under the storage for the product, ¿store tubes at 4-25°c (39-77°f).¿ complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e the tube was cracked and there was leakage. The following information was provided by the initial reporter. The customer stated: there is an issue where the tubes break or leak during the freezing process for ppt. Lot#: 2166964.